Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. The biomed stated that there were no reports of any patient incident involving the pump since the last baxter service event. It was not known if this failure occurred during patient use or biomed testing. Additional contact information was requested but not provided.